Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number(B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing, and the event occured on the first day of insertion in lower back during therapy. No further infornmation available.